Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of an unspecified rayner intraocular lens (iol). The healthcare facility reports that the surgeon injected the lens and during injection heard a popping sound. The healthcare professional states that the posterior capsule ruptured during injection and that the lens went into the vitreous. For further in info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00045.